Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because display issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow up # 1/supplemental report text 11/30/2010. The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed all testing with no faults found. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The lay user / patient contacted lfs on (B)(6) 2010 alleging inaccurate erratic readings on their one touch ultramini meter. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent a letter to obtain further clinical information: the patient mentioned that the alleged erratic readings began on (B)(6) 2010 at around 1:00pm; however, the readings were not provided. The patient just mentioned that the "readings all over the place". Less than 20 minutes later, the patient tested on another meter and obtained a 220 mg/dl. Due to the erratic readings, the patient took his usual dosage of medication. At hour later after the erratic readings, the patient developed symptoms of blurred vision. The patient then self-treated with glucose tablets/glucose gel. The patient did not seek any further medical attention or contact this physician for assistance. This is not the first time the product was being used. The technique of applying blood on the test strip was correct. The test strips were in good condition and not expired. The test strip vial was not cracked or broken. A quality control test was not done since the patient did not have any control solution. The product was replaced. The complaint is being reported since the patient alleged that due to the erratic readings, he later developed symptoms suggestive of a serious injury and had to self-treat with glucose tablets/glucose gel.

Manufacturer narrative:
The:510 (k) # is k061118.lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.